Event description:
The customer reported via phone call that they were unable to fill the cannula during an infusion set change. Customer also reported being hospitalized with low blood glucose on (B)(6) 2015. Customer's blood glucose declined to below 20 mg/dl. Customer was unsure of the causes of their low blood glucose. The customer's current blood glucose was 261 mg/dl. The customer has treated their blood glucose with glucose tablets. It was also found the buttons appeared to be stuck on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Battery out limit alarm was not noted during failure analysis. All buttons function properly. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to fault force sensor resistor. Failure analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No damage noted on keypad traces. The connector on lcd was locked. Unit had minor scratched display window and cracked reservoir tube lip.